Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The suture broke. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information provided: vcl CT brd ud 18in 4-0 s/a p-3 prm mp (j494g): affected side: unknown ## reason for product unavailability: discarded vcl CT brd ud 18in 4-0 s/a p-3 prm mp (j494g): batch number/batch number: ubmpeb list other j&j products used in the case surgery (non-complaint products). ## na *** have there been reports of injuries from patients or users? ## no *** is there any obvious delay? ## no *** if available, please provide your product order number (po).. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.